Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one probe partially broke the cuff joints during testing, without being installed. Afterwards, I received two more copies, which also broke during manual verification. It was reported that during the collection carried out by the carrier, we identified that, in addition to the dignishield unit corresponding to the lot (ngjyy312) reported in the complaint (B)(4), a second unit was also collected belonging to lot ngjs3478 for which we have no record of a complaint.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 dignishield stool management system in opened container. Verified material number sms002 and batch number ngjs3478. Visual inspection noted that the piston valve connector was disconnected from the collection bag. Piston valve should be disconnected in packaging per dwg761095. Visual inspection noted that the adhesion on the ports appeared to be messy; however, no disconnects were present. It appeared that plastic material broke off into a-side of the dome valve. Risk, labelling, and DHR review are not required as the reported event was unconfirmed. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one probe partially broke the cuff joints during testing, without being installed. Afterwards, I received two more copies, which also broke during manual verification. It was reported that during the collection carried out by the carrier, we identified that, in addition to the dignishield unit corresponding to the lot (ngjyy312) reported in the complaint, a second unit was also collected belonging to lot ngjs3478. Per follow up information received via rcc on 25mar2026, stated that for lot#ngjs3478, during a test of the material, before to be installed, it had broken. Customer means the paths connected to the tube are disconnecting. The dome valve - looks like plastic material broke off into a-side of valve. Per notification from investigator on 16apr2026, it was reported that the dome valve - looks like plastic material broke off into a-side of valve was found during sample evaluation on 16apr2026.